Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyshidrotic eczema ("dishidrotic eczema") and inflammation ("inflammation nos"). Essure was removed. At the time of the report, the medical device removal, dyshidrotic eczema and inflammation outcome was unknown. The reporter considered dyshidrotic eczema, inflammation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :eczema, inflammation and medical device removal quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyshidrotic eczema ("dishidrotic eczema"), inflammation ("inflammation nos / my whole body inflammed from rejecting the metal "), abdominal distension ("bloating") and flatulence ("gas"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dyshidrotic eczema, inflammation, abdominal distension and flatulence outcome was unknown. The reporter considered abdominal distension, dyshidrotic eczema, flatulence, inflammation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :eczema, inflammation and medical device removal quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: case (B)(4) was identified to be duplicate of this case and will be deleted. All information from case (B)(4) (MFR number (B)(4) has been transferred to this retained case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyshidrotic eczema ("dishidrotic eczema") and inflammation ("inflammation nos"). Essure was removed. At the time of the report, the medical device removal, dyshidrotic eczema and inflammation outcome was unknown. The reporter considered dyshidrotic eczema, inflammation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: eczema, inflammation and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - inflammation and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.